Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted (B)(6) 2009; 419488 lead, implanted (B)(6) 2009; dtba1d1 crt-d, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, high impedance, noise, and had fractured due to subclavian crush. During the removal of the rv lead, the right atrial (ra) lead was damaged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead exhibited high threshold.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.